Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula kinked event. Site of insertion was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch: 6008782 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (B)(4) guideline for test of reference samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to wi (B)(4) version 43 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi (B)(4) version 102 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot: 6008782 was manufactured according to the document (B)(4) version 73 on the packing process in the line inset 6, on 19/aug/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
To date no additional patient or event details have been received.